Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient was exposed to electro magnetic interference. During follow up the pulse generator exhibited intermittently output and noise was also seen in both unipolar and bipolar configurations. The device was explanted.